Event description:
Customer reported an issue where the pump battery would not charge, despite using different wall adapters and charging cables, with no power source alert received. The customer's blood glucose level was not adversely impacted, staying below 500 mg/dl (27.7 mmol/l). Technical support decided to replace the pump, and the customer was instructed to use a backup insulin pump to ensure continued insulin delivery. The problematic pump was to be returned using a pre-paid label within 10 days after allowing the battery to deplete fully.